Manufacturer narrative:
No patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 03. Oct. 2007. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a loaner set was received at the affiliate with a broken threaded drill guide. No patient or surgical involvement. This report is for one (1) threaded drill guide. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device ( lcp drill sleeve 3.5 f/drill bit ø2.8, part number 323.027, lot number 2292567). The subject device was returned with the complaint condition stating: the visual inspection of the returned lcp drill sleeve has shown that a small part of the threaded tip is broken out. The thread flanks are worn and in used condition. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in november 2007. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we determine the complained malfunction as wear and tear over the years. We conclude that the cause of failure is not due to any manufacturing non-conformances and we determine the complained malfunction as wear and tear over the years. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.